Manufacturer narrative:
The device intended for use in treatment was returned for evaluation. Nothing was identified visually that contributed to the problem. Functional evaluation was performed. The reported problem was confirmed. The test failed. There was a loud grinding noise during the drill test. The drill is hot to the touch after testing. A review of manufacturing records found no related non-conformances or anomalies associated with this part number during production. The device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the drill and failure mode identified similar events. The most likely cause of this event is a mechanical component failure within the drill. The drill is an OEM part and cannot be further disassembled to arrive at a root cause. The part will be returned to the OEM to correct the issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during the admin drill test the navio handpiece produced a rough grinding noise compared the normal ¿whirring¿ noise the spinning burr makes. The scrub tech ensure the anspach drill was properly assembled which it was and retested the drill. The noise remained the same. The drill was able to reach 80k rpm. The navio admin handpiece test did not result in any abnormal noises or torque values. While drilling during the case the noise returned but did not affect the case. During the post-operation breakdown of the handpiece, it was noticed that black soot-like substance was present on both the anspach long attachment and inside the navio handpiece. No patient injuries or delays involved.